Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip to be broken off and missing. The grip fractured at the junction between the grip arm and grip hub, where there is a 90 degree angle. The fractured surface exhibits a reddish / orange substance, possibly bio debris. The remaining grip does not exhibit damage. Per the case notes, the instrument fragment was successfully removed from the patient. As of august 4, 2011 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si myomectomy procedure, while using the 5mm needle driver instrument, the instrument's arm broke off and fell into the patient's abdominal cavity. The fragment was immediately removed and the instrument was replaced with another of the same type. The procedure continued with the replacement 5mm needle driver instrument, however, the replacement instrument's arm broke in a similar fashion as the initial instrument. The second fragment was removed and the planned surgical procedure was completed with a third replacement 5mm needle driver instrument. No patient harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA and is related to this event: 29558842-2011-00xxx.